Event description:
The reporter contacted animas on (B)(6) 2017 alleging on (B)(6) 2017 the pump delivered a non-requested bolus of 16 units of insulin. The patient reportedly detected the bolus delivery and attempted to stop the bolus, but not until after 15 units of insulin had been infused. The patient was disconnected from the pump and their health care provider was contacted. The health care provider instructed the patient to consume 7 teaspoons of sugar and 2 melba toasts, and to present to the hospital for evaluation. The patient presented to the hospital 52 minutes after the alleged unprogrammed insulin bolus was delivered. The patient's blood glucose measurement was 100 mg/dl on arrival and 82 mg/dl two hours 10 minutes later. The patient had received glucose via IV infusion at 10% at 89 mg/hour. The patient was reportedly discharged from hospital care on (B)(6) 2017 in good condition. No adverse physical event is being reported because there was no indication that the patient experienced a reportable hypoglycemic event associated with this complaint; the patient received preventative care and did not experience a reportable adverse event. This complaint is being reported as allegations of the pump delivering insulin not programmed by the user may result in hypoglycemia.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 09/08/2017 with the following findings: review of the pump¿s bolus history revealed record of a cancelled 16-unit bolus after the delivering of 15 of the 16 units on (B)(6) 2017 at 10:08 pm. This bolus delivery cancellation is evidenced with a ¿cs175¿ cancelled bolus warning in the pump¿s black box data. The total daily doses added up to correctly reflect the programmed basal and bolus rates. On investigation, the pump powered on normally and ez-prime steps were completed successfully. The pump was exercised for 24 hours on a 1-unit per hour duration test and correctly reflected a total of 24 units delivered after the testing period. A 10-unit normal bolus and a 10-unit audio bolus was correctly delivered and recorded in the pump history. The pump was determined to be delivering insulin accurately as programmed. No ¿random bolus(s)¿ occurred during the investigation. Investigation did not duplicate the alleged ¿unprogrammed bolus¿ complaint. The keypad was noted to be intact and without damage and all keypad buttons demonstrated proper response when tested.